Event description:
Physician attempted to track the primus over a 035 wire thru a 6fr guide into the left renal. There was a severed 90 degree angle that the stent had to treverse on the guidewire to get into the renal. Several attempts were made to advance the balloon stent catheter through the 6fr guide wire over the wire into the renal and the guidewire kept popping out. On the final attempt, the balloon catheter came out of the distal end of the guide. Hwen physician attempted to pull back into the guide, the proximal edge of the stent cought the distal edge of the guide. Pulled the stent off the balloon and stent became free floating in the aorta. The guide was switched out doe an 8fr guide and the physician used a gooseneck snare to snare the stent and pull it back into the 8fr guide and out of the pt.